Manufacturer narrative:
The returned device was evaluated and the cannula was found to been ripped off at the environmental seal. Although damage was present, the timing and cause are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 380 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. Corrections were administered using the pod but the patient¿s bg levels did not decrease. Hyperglycemia treated by patient activating new pod and bolus.